Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.

Event description:
The customer reported burning nostrils with the binax now covid-19 antigen self-test. The consumer is reporting burning nostrils in a patients nose with the binax now covid-19 antigen self-test because the swab was saturated with reagent before swabbing her nose. The customer stated the patient was asymptomatic. Warm water on a paper towel was applied to the nose to relieve the burning sensation. No additional patient information, including treatment and outcome, was provided.